Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the electrode plates are damaged. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective electrode plates. The reported problem was confirmed. Operational status of the device is unknown, as the customer declined the service for repair. The device remains at the customer's site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Customer declined service/repair.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor exhibited electrode plate damage. There was no reported patient involvement.